Event description:
Due to conversion to a new medwatch reporting computer system and the constraints which resulted thereof, this report is late. The pt reportedly obtained readings of 57 and 42 mg/dl on the one touch profile meter, absent of symptoms of hypoglycemia. Pt states that the typical blood glucose results are "around 120." Pt was advised by the physicians to cease oral medications and increase carbohydrates. Pt made no allegation of harm.